Manufacturer narrative:
Outcome attributed to adverse event: unknown. No treatment provided. (B)(6). (B)(4). Unk products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that a clinical study control patient underwent an acdf procedure at levels c5-c6 and c6-c7. The following post-operative event was reported: postop visit date: (B)(6) 2007 ae onset date: (B)(6) 2007; ae description: complains of some mild numbness, tingling, <(>&<)> pain in the left forearm. Treatment: no. Postop visit date: (B)(6) 2007 description: symptoms are improving. Patient reports only intermittent numbness in left thumb and 1st digit. Postop visit date: (B)(6) 2007 description: patient continues to have some numbness in left thumb and index finger. Postop visit date: (B)(6) 2008 additional comments: patient still complains of some numbness and tingling in the 1st <(>&<)> 2nd digits on the left hand.